Manufacturer narrative:
One device was returned for analysis of complaint that it won't charge or connect to ac power. The event occurred during routine preventive maintenance inspection. Analysis of device found the downstream occlusion (dso) seal was separated, which could lead to fluid ingression of pump. This is a reportable malfunction. No relevant 12-month service history was found. Visual and functional testing was performed. Successfully confirmed complaint of "wont charge or hold power" through power up test. During investigation it was found that the dso seal was separating from the plate. This is a reportable malfunction, posing a risk of fluid ingression. The dso seal was replaced. Device passed testing post repair.

Event description:
One device was returned for analysis of complaint that it won't charge or connect to ac power. The event occurred during routine preventive maintenance inspection. Analysis of device found the downstream occlusion (dso) seal was separated, which could lead to fluid ingression of pump. This is a reportable malfunction.